Event description:
The customer stated that her blood glucose readings had been higher than usual. While troubleshooting, she performed control tests using 3 different lots of test strips. Lot 1a3212aa gave results of 294 and 303 mg/dl. The normal control range was 111-160 mg/dl. Lot 1a3193aa gave 2 results of 309 mg/dl. The normal control range was 112-161 mg/dl. Lot 1a3211aa gave results of 276 and 287 mg/dl. The normal control range was 109-157 mg/dl. The customer did not allege any adverse events. The test strips will be returned for evaluation, and replacement test strips will be sent to the customer.

Manufacturer narrative:
Product information for the other 2 lots of test strips: product code 3610a lot #1a3193aa manufacture date 05/2006, product code 3610a lot # 1a3211aa manufacture date 05/2006.